Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The attune femoral introducer red knob broke off during surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states the attune femoral introducer red knob broke off during surgery. The device was reviewed by bioengineering and confirmed the failure mode as reported. Investigation into this failure mode has indicated that the root cause may be associated with fatigue of the ml slide screw either side of the cross pin, where the cross sectional area was the smallest. This failure mode has been adequately assessed within the risk management for the instrument (dva-105445-fde). The issue will continue to be monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Continued post market surveillance will be carried out per sep 419 in accordance with the post market surveillance plant dva-107550-pmsp. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.